Event description:
It was reported that the catheter was replaced and the patient was doing fine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)